Manufacturer narrative:
This report is being supplemented to provide additional information and correct g2. G2 - checked "other" to add the country japan.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the auxiliary water inlet was clogged during the preparation for use. The intended procedure was completed with another endoscope. The user requested the investigation what material clogged in the subject device because it had been occurred within one year after delivery the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to omsc manufacturing site for investigation. The investigation found as follows; [investigation results] it was confirmed that foreign matter was clogged at a position 5 mm from the auxiliary water inlet of the subject device. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause of the reported phenomenon could not be identified. [Consideration] there was a high possibility that foreign matter has invaded from the outside, and it was presumed that there was a defect in cleaning the user facility. Foreign matter that has been clogged will be collected and analyzed after our repair, final investigation result will be supplemented once the results are known. If additional information is received, this report will be supplemented.